Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported: "when scrub tech picked up the torque limiter, it fell apart (broke in half inside the coupling) making the piece nonfunctional."